Event description:
It was reported by service report that the lift motor was stuck in an elevated position and the auto contour did not work. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Micro switches.